Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced when filling a cartridge. The cartridge was ultimately filled successfully and loaded onto the pump. Additionally, a cartridge leaked. Reportedly, the customer continued to use the supplies for insulin therapy. Customer's blood glucose level was 153mg/dl.